Manufacturer narrative:
Product ID 3093-28, lot# va0gmlj, implanted: 2014 (B)(6); product type lead product ID 3889-28, lot# va0clu3, implanted: 2014 (B)(6); product type lead (B)(4).

Event description:
It was reported that the patient was tearful and reported that the neurostim implant was a failure. Since implant, the patient tried to make allowances for their body to adjust and/or change and become familiar with this new situation but it was unsuccessful. The patient was guided through in jul on how to set program 2 and it was unsuccessful. The patient had a readjustment with no improvements a week or so after program 2 was set. The patient noted the situation has worsened because, she had to wear a large and heavier pad during the day. The patient wears two pads which was uncomfortable during the day. No change during the day or at night, the patient spend an inordinate amount of time either in the bathroom at home or looking for a restroom when out. It was still not unusual for the patient to awaken two or three times a night. It was noted that the patient took pramipexole to ease their restless leg syndrome and they actually slept four hours uninterrupted. It was noted that the patient¿s pad was completely soaked and urine was running down their leg by the time they reach the bathroom. Once the urge hits, the patient have absolutely no control over the flow which was not an unusual occurrence. The patient seem to be plagued with age-related problems and though none of them was likely to be fatal, the patient often wish one or the other would be so. The patient reports life just doesn¿t seem to be worth living since they have done everything including taking any number of medication to alleviate the problem. It was later reported by the representative that the patient device was not turned on. The representative turned on the device and taught the patient how to use the programmer. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
It was further reported the patient had greater than fifty percent symptom reduction. The patient complained that the device was not working. Diagnostic evaluation showed the stimulator was off. The stimulator was turned on and reprogrammed. The patient was working through their programs and was happier. The patient recovered without permanent impairment.

Event description:
Additional information received reports the representative haven't spoken with the patient since but since her device was off, the r epresentative was assuming there was a good resolution in symptoms. They want her to try all her programs before they check in.